Event description:
It was reported by the patient that she had a big seizure and had to move her appointment with the neurologist sooner. Follow up with the company representative revealed that everything was fine and the seizure was a result of the patient restarting vns titration after her previous prophylactic generator replacement. The patient was to see the physician on a regular basis to titrate back to the clinical level. It was later reported by the patient that she had recently had six to seven seizures. The patient reported that neurologist stated the patient was maxed out on settings, but that there were a few things he could change. The patient reported that ems had been called. No additional relevant information has been received to date. No additional relevant information has been received to date.